Manufacturer narrative:
H2, h3, h6: the camera cart ups has been returned, but has not been analyzed. Codes b21, c21, and d16 are applicable. The main cart ups has been returned, but has not been analyzed. Codes b21, c21, and d16 are applicable. The battery has been returned, but has not been analyzed. Codes b21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information was received. The lot number of part 9735787 is 19130356 and the lot number of part 9735773 is 1916. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative was onsite for troubleshooting. The self-test looked normal and there was no damage visible on the cart to cart cable and connection. The nditoolbox displayed no errors or events in the logs. It was decided to move forward with replacing the uninterruptible power supply (ups). The system was serviced in the field. The uninterruptable power supply (ups) was replaced on the camera cart. The system passed all tests and was performing as intended. Concomitant medical products: other relevant device(s) are: product ID: 9735788. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the camera cart was unresponsive. The camera cart turned off and the localizer lights flashed amber. The surgeon rebooted and the system appeared to be functioning normally. After twenty minutes the same behavior repeated. There was a delay of less than one hour and no impact to the patient. The site later confirmed the main cart appeared unaffected by the shut down with the exception of localizer being disconnected.

Manufacturer narrative:
A second system checkout was done. Hardware parts were replaced and the system passed all tests. The representative was onsite and the main cart powered off. Technical services had her disconnect the battery and watch the system. A main cart ups and battery would be sent. Previously submitted codes 10, 120 and 4307 are applicable. D11/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787 product ID: 9735773 h2: additional information was received. The lot number of the ups is 17470078 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pn: 9735787, lot: 19130356, pn: 9735773, lot: 1916; both the main cart batteries and the ups were returned for analysis and it was noted that there was no issue with either. Both tested in speculation and no fault was found. If information is provided in the future, a supplemental report will be issued.